Event description:
It was reported that the patient underwent a stenting procedure to treat a target lesion in the moderately tortuous and heavily calcified right coronary artery (rca). In a direct stenting procedure, the 3.5 x 28 mm xience xpedition stent was deployed at the target lesion; however, post deployment, it was noted that the results were sub-optimal and the stent was not fully apposed to the vessel wall. A 4.0 x 12 mm trek dilatation catheter was inflated at the stented lesion, but was unable to expand the stent, due to the heavy calcification. The dilatation catheter was removed without resistance and the balloon was noted to be damaged, but not ruptured. A 4.5 x 08 mm nc trek dilatation catheter was advanced to the site. The balloon was inflated and was able to expand the stent. However, upon deflation, the balloon caught on the stent and the vessel calcification. The device was difficult to remove and force was applied. The balloon segment of the dilatation catheter separated in the proximal rca. Attempts were made to remove the separated segment using crossed guide wires as a pulley-type device; however, the separated segment remains in the anatomy. Following the procedure, troponin levels were elevated and the patient received 4 units of blood for an unspecified reason. No additional intervention was scheduled to remove the separated segment. The patient has been discharged to home. No additional information was provided.

Event description:
Subsequent to the initial medwatch report filed, additional information received: the patient received 4 units of blood due to the elevated troponin levels. The separated segment of the nc trek dilatation catheter was embedded in calcification and covered with an unspecified stent. Reportedly, the force applied to remove the nc trek dilatation catheter stretched the device and caused the separation. The patient is doing well. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product: xience xpedition stent, trek coronary dilatation catheter. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for shaft separation or difficult to remove from this lot. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the nc trek instruction for use states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. Based on the information reviewed, there is no indication of a product deficiency. The xience xpedition stent is filed under separate a medwatch report number.

Manufacturer narrative:
(B)(4).